Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image flickering when bending the grip root is caused by a component failure of the universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had a flickering image when the grip root was bent. The issue was found during inspection for use. There were no reports of patient harm.